Event description:
It was reported that the patient presented for remote follow up via (B)(6) with recorded episodes of non-sustained right ventricular oversensing due to myopotential oversensing and far p wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were reported. The patient was in stable condition.